Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor was not working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was determined to be signal loss due to the mobile device updating its operating system which closed the app. The reported event of a sensor not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.